Event description:
Discordant advia 1650 albumin (alb) and phosphatase (phos) patient results were reported to physician. The samples were repeated and corrected reports were issued. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant alb and phos results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate that the cause for the discordant results were due to cracked wud dryer nozzle. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.